Event description:
Event description boston scientific received information that at the routine changeout procedure this ventricular lead was surgically abandoned due to an increase in threshold measurements from 1.5v @ 0.5ms to 4.5v @ 0.5ms, over the last year and a half. The lead was believed to be fractured. It was replaced with a non-boston scientific pacemaker.